Manufacturer narrative:
This report is submitted on 26 february 2020.

Event description:
Per the clinic, the patient experienced dizziness and imbalance with device use and subsequently was hospitalised (date and duration not reported).